Event description:
I used renu with moistureloc contact lens solution from its introduction in 2004 until approx march 2005. During that time I was referred to a specialist ophthalmologist and was diagnosed with an acute corneal ulcer in my left eye. I had to take an extensive course of antibiotic and other topical eye treatment. My vision, as a result, has distorted.